Event description:
It was reported through a medwatch "failed insertion of expired catheter, corrected during same procedure of new catheter." Additional information provided by the facility indicated that immediately after placement, it was noted that the tray was expired. There were no problems with the catheter itself. The device was removed and another catheter was placed.